Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified no issues with the hypotube. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 7mm longitude tear. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device revealed no damage or other irregularities.

Event description:
It was reported that the device ruptured. The 75% stenosed target lesion was mildly tortuous and severely calcified left circumflex coronary artery (lcx). A 2.50 x 15 mm agent drug-coated balloon (dcb) was selected for use. The balloon ruptured at the lcx ostium part during the first inflation attempt at 10 atm for 10 seconds. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.

Event description:
It was reported that the device ruptured. The 75% stenosed target lesion was mildly tortuous and severely calcified left circumflex coronary artery (lcx). A 2.50 x 15 mm agent drug-coated balloon (dcb) was selected for use. The balloon ruptured at the lcx ostium part during the first inflation attempt at 10 atm for 10 seconds. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.